Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced a high blood glucose. Customer¿s blood glucose level was 600 mg/dl. Customer stated that the insulin pump had no delivery alarm. Customer also stated alarm did not occur during manual prime but was resolved by changing complete set. The product will not return for the analysis